Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip was missing from the syringe containing the lubricant which caused the lubricant to be dried and another issue was that the foley bag was stuck to the foley tray after placement of the catheter to the patient and got ripped while removing. Also stated that, the bag had to break the red seal during replacement.

Event description:
It was reported that the tip was missing from the syringe containing the lubricant which caused the lubricant to be dried and another issue was that the foley bag was stuck to the foley tray after placement of the catheter to the patient and got ripped while removing. Also stated that, the bag had to break the red seal during replacement.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging) unused lubricant syringe. Visual inspection of the sample noted that the tip of the syringe was broken off. This did not meet the specifications "no cracks or wraps allowed in barrel or plunger." A potential root cause for this failure could be ¿incorrect operation¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.